Manufacturer narrative:
Due to character limitation in e1, for event site name & event site address, event site name - (B)(6), event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing the cs100 intra-aortic balloon pump (iabp) was showing "system failure" error. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site phone and event site address: (B)(6). Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - d4(unique identifier (UDI), e1 (event site phone, event site address), h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, equipment checked, and it showed a constant alarm when turned on, the motor was started, but at a certain moment it stops and shows system failure immediately on the screen. In service mode, errors 45 and 54 are identified by the system. Therefore, following the guidelines provided by the factory and the service manual, two boards are requested to correct the error, solenoid driver board (0670-00-0639) and main board (0670-00-0788), the same will be requested to repair the present error. No repair information available. In future if we receive any repair information will reopen and update the investigation.